Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5002660 / 5002677. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 35501114.

Event description:
It was reported that the patient experienced a new pain in right foot that progressively got worse over the span of two hours after implantation. The physician believed that the new pain was procedure related. The patient underwent an explant procedure wherein all device components were removed and patient felt better postoperatively. The explanted devices were not returned as they were kept by the medical facility.